Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two angiographic still images were reviewed. The technical investigation revealed that the stent is severely deformed in its middle section, i.e. Several struts are bent outwards. Judging from the x-ray markers the stent is not displaced. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. The stent protector was not returned for analysis. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. In the two angiographic still images, the actual complaint event is not visible. The angiographic still images does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states to visually check that the stent crimping is uniform, has no protruding strut and for the centering on the balloon and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stent could not be placed in a bypass therefore the device was removed. After withdrawal it was detected that the stent was deformed. Two struts were lifted up.